Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a dull knife was experienced during surgery. An alternate knife was obtained in order to continue and complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing. The returned, open sample was examined per facility procedure and was determined to be visually nonconforming due a damaged blade tip and damaged cutting edge. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history review revealed that this is the third complaint for both the reported lot number as well as the reported event. Damage to the tip of the blade like that observed on the returned sample can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from or to the product tray or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).